Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem; degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of shutter releases unintendedly. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive on bending section cover or distal sheath has a chip, the grip, up/down plate, universal cord was sticky, and the light guide cover glass/light guide connector has corrosion was found. There was no patient involvement.